Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) were updated. The investigation reviewed the last calibration performed on 05-dec-2023 and the results were within specifications. The customer stated that the qc was acceptable. The investigation reviewed the alarm trace, and an "abnormal aspiration, (sample pipetter)" alarm was noted. The field service engineer (fse) inspected the analyzer and could not determine the cause of the event. He checked the moving assemblies, probes, and sampling areas. He verified the instrument's performance by mechanical and precision checks with successful results. After service, no further issues were reported by the customer. The investigation determined the service actions verified the analyzer's performance. The cause of the event could not be determined.

Manufacturer narrative:
The serial number of the customer's cobas c 303 analytical unit - (B)(6). The field service engineer (fse) inspected the analyzer and did not find any cause for the issue. He then checked the moving assemblies, probes, and sampling areas. He also ran a performance check and precision test for the assay with acceptable results. He verified that the analyzer was operational. The investigation is ongoing.

Event description:
The initial reporter received a questionable cobas c bilirubin total gen.3 (bilt3) result from one patient sample tested on the cobas c 303 analytical unit - emc. The initial result was reported outside of the laboratory. Before the patient's discharge, a new patient sample was collected the next morning and this sample had a much lower result. The initial result was then questioned prompting the rerun of the initial patient sample. On (B)(6) 2024: the initial result of the initial sample from the analyzer was 13.6 mg/dl. On (B)(6) 2024: the result of the new patient sample was 5.31 mg/dl. The first repeat result of the initial sample from another c 503 analyzer was 4.98 mg/dl. This repeat result was deemed correct.  The second repeat result of the initial sample from the analyzer was 5.00 mg/dl.